Event description:
It was reported that the bottom locking mechanism of an ozark 3 level plate 'popped off' approximately 5 months post-operatively. The plate remains implanted in the patient, revision surgery has not been scheduled or performed.

Manufacturer narrative:
Devices remains implanted.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted in the patient. However, an x-ray was provided that confirms the most caudal securing mechanism has disengaged from the plate. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. It was reported via follow up communication that there is no plan to revise the patient as they have fused and are not experiencing any pain. The associate screws have not migrated. Screw holes were prepped with ozark 2.3 x12 mm drill bit. Size 10 tapered driver with ao handle was used to insert the screws. Screws were not inserted at a difficult angle and there was no issues locking the securing mechanism. Patient had mediocre bone quality, was compliant post-op, and did not experience a fall/trauma. Due to no product return the root cause could not be determined conclusively. X-ray review indicates the screws may have been over angulated based on the post-event x-ray. However, this cannot be definitely confirmed without immediate post-op x-rays or product return. Over angulation of caudal screws can interfere with the ability of the securing mechanism to lock correctly and can exert higher than intended forces on the securing mechanism post-op. Additionally, patients 'mediocre' bone quality may have potentially contributed to the event but no subsidence is noted in x-ray.

Event description:
It was reported that the bottom locking mechanism of an ozark 3 level plate 'popped off' approximately 5 months post-operatively. The plate remains implanted in the patient, revision surgery has not been scheduled or performed.